Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial pacing on the right ventricular (rv) lead. In response to the event, rv blanking period after atrial pace was reprogrammed from 65ms (milli-seconds) to 85ms. A routine follow-up is recommended. This device remains in service and no adverse patient effects were reported.